Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4). Batch: (B)(4).